Event description:
It was reported via repair work order that the stirrup would not lock in place due to stripped calf support/abduction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.